Event description:
It was reported to philips that monitor in flex vision pc was not powering up. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the flexvision monitor was not working. A review of the system logfile confirmed the reported malfunction. Upon functional testing, the fse found that there was no power supply to flexvision monitor. The part analysis of defective flexvision monitor was performed and it concluded that the issue caused by defective power supply. To resolve the reported issue, the fse replaced the monitor. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.